Event description:
While the service engineer was collecting electron profiles at (B)(6), the following issue with 10 cm x 10 cm electron applicator was found: auto tracking values were not transferred at the time of version-up of desktoppro from r6 to r7.01. Chevron shaped profiles were measured at 4 and 6 mev. Auto tracking value for 10 cm x 10 cm were all identical at 4, 6, 9,12, 15 mev. The same phenomenon were not found with other applicators. Cal data of r6 before the version-up of desktoppro to r7.01 were restored and confirmed that the value set were different at each energy with r6. The value set for 10 cm x 10 cm electron applicator now (with r7.1) for all energies were the value at 9 mev (with r6) before the version up. The set values for 4, 6, 12, 15 mev are different from the values used before the version - up. Auto tracking data before the version-up were marked down and compared with the current cal data. Profiles were re-confirmed after resetting the values of 4, 6, 12, 15 mev for 10 cm x 10 cm and found that the issue was solved. Mev before 4, cal (cgy) 116.8, after cal (cgy) 99.9. Mev before 6, cal (cgy) 106.8, after cal (cgy) 100.1. Mev before 9, cal (cgy) 100.2. Mev before 12, cal (cgy) 99.8. Mev before 15, cal (cgy) 100.1. (9mev and 12mev were the only energies used) technical tip only refers to the 6x20 and 10x20 electron applicators but the issue occurred with 10 x 10 applicator at the hp.

Manufacturer narrative:
The investigation into this situation is on-going at this time. Once the investigation is completed, more details and a conclusion will be provided.